Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro coating on the jaws came off. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip and remained attached. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. The confirmed failure mode is being investigated in the CAPA system. (B)(4).